Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional information: the procedure was completed using a non-abbott balloon. No additional information was provided.

Event description:
It was reported that during treatment of a de novo lesion in a heavily calcified and mildly tortuous 90% stenosed mid left anterior descending artery. Reportedly, the 2.00x15 mm tenku rx balloon dilatation catheter balloon ruptured during the first inflation at six atmospheres. Although the procedure was subsequently completed, the specifics were not provided. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.